Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
It was reported that the customer had a battery out limit and keypad anomaly on the insulin pump. The customer's blood glucose level was 335 mg/dl. The customer was not treated, thought they are at the doctor office. The customer was assisted to clear the alarm but it would not clear. The troubleshooting was performed. The customer does not have new battery to test the insulin pump. The customer was advised to buy a new battery and call back to test. The customer keypad issues non of the key are working. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.